Event description:
It was reported that one day after a drug eluting stenting treatment procedure, the stented area acutely occluded. In 2003, the patient was successfully stented with a taxus express2 8.8% 2.75 x 12 mm drug eluting stent at 9 atms for 24 seconds. No technical problems were encountered during the procedure. The patient was reported as stable the following day, the patient presented with chest pain and hypertension. The patient had a small anterior infarction with loss of r waves in v1 and v2 per EKG. The patient received pain medication and 15 minutes after the first complaint of chest pain, coronary angiogram was performed. This revealed an acute occlusion of the stent. The area was restented proximal to the taxus express2 2.75 x 12 mm with an express2 bare metal 2.75 x 12 mm stent, overlapping the taxus stent by about 4 mm. Three days later, the patient had a "larger anterior infarct" with further loss of r waves in v3-v4. Repeat angiogram showed a reocclusion of the taxus express2 2.75 x 12 mm. Per the physician, "I believe that the reocclusion only occurred in the taxus stent. This is possibly a reaction to the taxus stent". There was no occlusion in the overlapping proximal express2 stent. The patient had a positive exercise treadmill test and is scheduled to undergo CABG in 2004. The current patient status is unknown. Medications given prior to both procedures: aspirin, clopidogrel, and clexane so. During 1st procedure: patient received tirofiban and IV heparin. During 2nd procedure: patient received reopro and IV heparin. Same as manufacturer's #6000089 2004 00013.